Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified restenosed mid right coronary artery. A 2.0 x 12 mm tenku balloon catheter was inflated to 6 atmospheres one time when the balloon ruptured. A 2.5 x 12 mm tenku balloon catheter was also inflated to 6 atmospheres one time when it ruptured. A non-abbott stent was implanted and a high pressure balloon was successfully used for post dilatation. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The other tenku device, reference, was filed under a separate medwatch manufacturer report reference number. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in japan by st. Jude medical japan company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.